Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems instructions for use as a known patient effect. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional xience xpedition referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a mildly tortuous and mildly calcified de novo lesion in the mid left anterior descending artery. A 3.0 x 23mm xience xpedition stent was deployed; however, a distal edge dissection was noted. A 2.5 x 28mm xience xpedition stent was deployed to treat the dissection; however, another dissection was noted. An unspecified 2.25 x 18mm stent was used to successfully treat the dissection. The patient is alright. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Method code 4110 changed to 4111.